Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicates, customer reported a pump error alarm. No harm requiring medical intervention is reported. Troubleshooting were performed and indicated that the error is occurred during bolus. Customer able to clear alarms but has not received rewind request. Advised customer to discontinue use of insulin pump and revert to backup plan until the replacement. No device will be returned for analysis.